Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw1406 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during an oncology treatment, a leak of the treatment was observed at point of catheter insertion. When the doctor removed the device, noted that catheter had an opening in the depth mark of 5 cm (which was inside the patient.) Before this event occurred, the catheter had been inside the patient for two months without problems. The catheter was replaced by another one. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the sample. A circumferential split was observed between the depth markers just proximal to the 6 cm depth marker. A microscopic observation revealed whitening of the catheter material at the corners of the circumferential split. The edges of the split were observed to be slightly rounded and the fracture surfaces of the split were observed to be even and mostly granular in texture. The catheter material surrounding the parameter of the split was observed to be dull, and small indentations were observed in the catheter material near the edges of the split, which are evidence of buckling. The shape and texture of the split and the catheter material surrounding the split are characteristic of damage caused by flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) of rebw1406 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during an oncology treatment, a leak of the treatment was observed at point of catheter insertion. When the doctor removed the device, noted that catheter had an opening in the depth mark of 5 cm (which was inside the patient.) Before this event occurred, the catheter had been inside the patient for two months without problems. The catheter was replaced by another one. No patient injury was reported.